Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, two different leads could not be implanted due to placement difficulty. Another lead was placed. No patient complications have been reported as a result of this event.